Event description:
It was reported that the images on the right monitor of the 9800 system are blurry. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed back into service.